Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It is reported that a customer was hospitalized for a high blood glucose level of 34 mmol/l. The customer did not have the pump on them while they were hospitalized. The customer did not receive an alarm on their insulin pump. Details of the hospitalization were not provided but the customer was sent a replacement pump. No further information was provided.